Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm there were no patient injuries for using the damaged needle on the patient? There were no adverse consequences to the patient. Was the new drain placed surgically during a second procedure? No further information is available. What is the lot number? The sales rep reported it was 2112173049 but it is j2101195. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on b)(6) 2022 and a drain was used during procedure, the needle tip was bent during use on the patient, and it became blunt point, so the drain was changed. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, h4, h6 component code: g07002 not available. H3 evaluation: one used covered trocar sample received for evaluation. During investigation of complaint, it was found that the cap of the trocar was not smooth. Cap was found in damaged condition. On inspection of trocar, damage found on the edge of trocar and it was bend and blunt. Manufacturer performing 100% inspection before releasing the product. So this defect can not be generated during manufacturing process. As per the complaint statement " the needle tip was bent during use on the patient," it is clear that needle was bent at the time of surgery. Details of surgery unknown. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.